Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech. Called in for help on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: explain to tech. The issue with the 8015ls unit screen when power on has to do with the lcd display needs to be replace on unit tech, also has question about the bezel assy recall on 8100 unit he indicate they have about 400 8100 units confirm the recall desk phone number to tech. To contact the recall they will be able to let him know regarding their hospital units under the recall. (B)(4).